Event description:
It was reported to technical services on (B)(6) 2012 that this rv lead was implanted in 1989. On (B)(6) 2012 it was attempted unsuccessfully to be removed and remains partially implanted. The patient was doing fine after the procedure. They were workinq with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).